Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported needle to cuff miss was confirmed. The investigation determined the reported needle to cuff miss and subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally. Unused sterile proglide devices were returned which passed visual/functional inspection. There was no device malfunction found.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced were filed under separate medwatch report numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. The arteriotomy was 6f. Reportedly, the first device was deployed in subcutaneous tissue. A second proglide device was used and there was still an inordinate amount of bleeding. A third proglide device was used and a cuff miss occurred. A cut-down procedure was performed and hemostasis was surgically achieved. There was no reported adverse patient sequela. There was a reported clinically significant delay of 30 minutes in the procedure due to the cut-down procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.